Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up in the morning to a high blood glucose and got an alert when they were trying to change the set. The customer stated insulin was squirting out during the manual prime process. The customer declined troubleshooting for the prime anomaly as they were able to get a set connected. The customer stated they were receiving a compromised force sensor alarm. The customer stated the drive support cap was sticking out in the morning. They pushed it in and got it to work but the drive support cap was flush. The customer also reported that they had a high blood glucose level that was over 600 mg/dl which they treated with a bolus. The customer had symptoms of feeling sick and sleeping all day. The customer¿s current blood glucose level was 144 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.